Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Additional information was received that there was an audible alarm when the error occurred.

Manufacturer narrative:
Additional information was received about the event.

Event description:
Information was received indicating that cadd solis vip displayed an error that the data is lost. There were no adverse events reported.